Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) presented in backup (bvvi) mode. The ICD was reset and restored successfully. The patient was stable throughout.